Manufacturer narrative:
It was reported that the lead was capped on (B)(6) 2023. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise present on all 3 channels of lead- atrial, far-field and rv channels. Noise does not align on the channels. Full lead evaluation is recommended. Lead remains implanted. Should additional information be received, this file will be updated.